Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection fell by one year in approximately six months. Technical services (ts) reviewed the device data and noted that this pacemaker was depleting normally. The large drop was due to the way in which the projection was rounded by which a slightly more than six month reduction in battery projection was rounded up to a full year reduction. This device remains in service. No adverse patient effects were reported. Approximately 18 months later this device was explanted due to normal battery depletion and returned for analysis.